Event description:
Pt states that she has minor discomfort in the right hip. She went to the doctor on (B)(6) 2012. She had blood labs done on (B)(6) 2012. She received the results from her doctor's office on (B)(6) 2012, saying that her levels were elevated. She is being scheduled for an MRI on her right hip through the doctor's office. The pt states that she is having trouble maneuvering stairs. She was given a prescription for an anti-inflammatory medication on (B)(6) 2012. She has been experiencing occasional nerve tingling in the hip since (B)(6) 2012. Pt states that the issues in her right hip are minor and infrequent.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.